Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. A 7f sheath was also used. A pre-deployment angiogram revealed no calcification at the common femoral artery (cfa). The collagen protruded from the skin during deployment. The physician enlarged the tract and pushed the collagen below the skin with a clamp. Hemostasis was achieved but the skin got pale. Manual compression was applied for five mins and a compressing bandage was also applied. Twelve hours later, the pt started to ambulate and no anomaly was noted around the puncture site that night. Two days later, a hematoma was noted when the pt woke up and manual compression was applied to achieve hemostasis. The pt's hospital stay was extended. The pt was reported to be fine.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.